Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio cleared the device's error log. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed the user test and had an event code logged in the its memory. The event code logged in the device's memory is related to a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if it is needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device failed the user test and had an event code logged in the its memory. The event code logged in the device's memory is related to a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if it is needed. There was no patient use associated with the reported event.

Manufacturer narrative:
His product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Manufacturer narrative:
Physio-control replaced the device's main keypad assembly to resolve the reported issue. Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance.

Event description:
The customer contacted physio-control to report that their device failed the user test and had an event code logged in the its memory. The event code logged in the device's memory is related to a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if it is needed. There was no patient use associated with the reported event.